Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient has no heaing sensation since two years. The patient does not use the device because he hears only noise using the device. No trauma has been reported.

Manufacturer narrative:
Conclusion: damage to the active electrode under silicone overmold, likely caused by minute device mobility, was determined to have led to device failure over time. Furthermore, in situ measurements showed an increased gpi, most likely due to the reference electrode contacts being embedded in bone, which might have contributed to the reported lack of benefit. The investigation results appear to match the symptoms mentioned in the patient report. This is a final report.

Event description:
The recipient has had no hearing sensation for two years. No trauma has been reported. The recipient was re-implanted.